Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error message was observed during an interrogation for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services was able confirm the battery of the s-ICD is depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service without impact to therapy. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error message was observed during an interrogation for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services was able confirm the battery of the s-ICD is depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service without impact to therapy. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on d4: unique identifier . If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error message was observed during an interrogation for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services was able confirm the battery of the s-ICD is depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service without impact to therapy. No adverse patient effects were reported.